Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Visual analysis: it is not possible to determine the lot number or catalog through the photos provided. Cyst(s): unable to observe as it is a medical event that is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported through distributor "cysts up to 7¿4 mm", "multiple anechoic fluid collections with septations are visualized", "fibrous¿cystic changes", "intracapsular rupture" and "fibrous capsule is deformed". This record is for the left side. Device was explanted.